Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge pigtail. After priming the air out, the bubble reappeared. Reportedly, customer changed out the cartridge. Blood glucose was 450-500 mg/dl and a correction bolus was delivered to address bg.